Manufacturer narrative:
Combination product: yes

Event description:
The bipolar pacing impedance has trended >2500 ohms since 27-dec-2025. A ra bipolar lead failure was recorded on this day and the iegm shows ra lead noise on the hmsc. The unipolar pacing impedance has trended in range at 312 ohms as of 08-jan-2026. A chest x-ray was recommended to assess lead tip location and a full lead evaluation was performed on (B)(6) 2026. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.